Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie drawer was failed. The field service engineer replaced the half height drawer rails 4-2 to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the cubie drawer was failed. The customer stated that this malfunction occurred while the user was trying to remove medications and causing a delay to the patient care. There were no adverse events or injuries reported based on this incident.